Manufacturer narrative:
On 18-mar-2025, bwi received additional information regarding the event. Bwi received a qdot micro that is believed to be associated with this complaint, and seeing as how it is noted that the medical team lost surpoint values after rf (radiofrequency) delivery, this qdot catheter was most likely used for cti rf ablation at the beginning of the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on (B)(6) 2025, it was identified that there was information received on 22-jan-2024 that was mistakenly omitted from the previous supplemental report. Those details are as follows: pre thrombus assessment was performed on the patient, no thrombus seen. Patient reports they took their noacs (novel oral anticoagulants) per prescription. When the MRI was performed, MRI showed extensive showering throughout both hemispheres of brain. The physician stated that the patient self-reports that they fully recovered. Of note, the patient's family say they notice a few differences in their own perceptions of some subtle changes in the way the patient says words and in their vision. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jan-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, this report is being submitted to add the us FDA reportable field action number. Please reference h7 and h9. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation with laao (left atrial appendage occlusion with watchmen) ablation procedure with a varipulse¿ catheter. The patient initially presented in atrial fibrillation (afl). Radiofrequency was delivered for cavotricuspid isthmus (cti) in afl. The medical team paced rhythm for pulse field ablation (pfa) in the left atrium. No cardioversion was noted in the study review. After removing the device from the patient, it was noticed that there was char present all over the electrodes on the tip. The physician stated that the char was ¿coagulating around the crimp of the electrodes¿. The medical team confirmed that there were no abnormal readings or error messages displayed on the trupulse¿ generator during the procedure. There was also "no training code for tpi calibration for the varipulse¿ catheter, on the carto¿ 3 system." The procedure continued without utilizing tpi calibration. Additionally, the carto¿ 3 system software application was intermittently lagging during the procedure. It was also reported that the surpoint epu device stopped being recognized on the carto¿ 3 system at some in the procedure, and the surpoint epu icon became grayed out. This occurred after radiofrequency (rf) had been completed in the procedure. The physician declined any troubleshooting during the procedure. There was no injury or consequence to the patient. The procedure continued to completion. However, a few hours after the procedure the patient suffered a trans ischemic attack (tia). The physician confirmed that the patient was "recovering well". The patient suffered 20 minutes of vision loss. Vision was restored after said 20 minutes, and no further issues were found. The patient's activated clotting time (act) was around 370 s for the procedure. However, the following weekend, the patient developed confusion and needed an MRI which showed multiple shower-like embolic events.

Manufacturer narrative:
This report is a correction to the initial report. Since this is a 5-day report, only 5 day report applies and not initial report in section g6. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation with laao (left atrial appendage occlusion with watchmen) ablation procedure with a varipulse¿ catheter. The patient initially presented in atrial fibrillation (afl). Radiofrequency was delivered for cavotricuspid isthmus (cti) in afl. The medical team paced rhythm for pulse field ablation (pfa) in the left atrium. No cardioversion was noted in the study review. After removing the device from the patient, it was noticed that there was char present all over the electrodes on the tip. The physician stated that the char was ¿coagulating around the crimp of the electrodes¿. The medical team confirmed that there were no abnormal readings or error messages displayed on the trupulse¿ generator during the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation by research and development team sited in irvine, ca. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly. Then, an ablation cycle was performed and the device was found working correctly. No impedance issues were observed. A manufacturing record evaluation was performed for the finished device [31483564l] number, and no internal actions related to the reported complaint condition were identified. Per the evidence provided by the customer the adverse event, char and thrombus reported was confirmed. The potential cause of the adverse event, char and thrombus cannot be determined. The evaluation of the returned device did not confirm the present of blood/char on the device but did exhibit evidence of clinical use of the device. The product investigation did not determine a cause of the event reported. The instructions for use (IFU) contain the following information: - throughout the procedure, carefully monitor the patient for signs of arrhythmia and vagal response. Profound vagal responses have been reported immediately after ablation with irreversible electroporation. Follow standard of care management if the patient experiences a vagal response. - catheter advancement should be done under direct imaging guidance (such as fluoroscopy, or intracardiac echocardiography, or with the carto¿ 3 system). Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).